Event description:
The customer reported "backflow into the soluset chamber." This was later clarified to indicate backflow from the secondary into the primary; the primary set involved does not have a check valve but does have a slide clamp below the burette that would need to be engaged if giving a secondary infusion. No further details have been provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.